Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the luer hub detached from the extension line when the user attempted to inject medical agent after placement of the catheter. Therefore, the catheter was removed and replaced with a new one. No harm to the patient was reported.

Event description:
It was reported that the luer hub detached from the extension line when the user attempted to inject medical agent after placement of the catheter. Therefore, the catheter was removed and replaced with a new one. No harm to the patient was reported.

Manufacturer narrative:
(B)(4). The customer returned one luer hub (white) for analysis. The rest of the catheter was not returned. Visual analysis revealed that the distal luer hub separated from its extension line. The point of separation cannot be determined without the rest of the catheter returned for analysis. Remains of the extension line molding were visible inside the luer hub. The extension line separation point within the luer hub appeared rough and jagged. The inner diameter of the extension line within the luer hub measured 1.4986mm, which is within the specification limits of 1.42mm - 1.50mm per the distal extension line graphic. Functional inspection could not be performed as the rest of the catheter was not returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The customer report of an extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual inspection revealed the distal luer hub separated from the extension line. The catheter was not returned for analysis. A device history record review was performed based on sales history with no relevant findings. Without the complete sample returned for analysis, the probable root cause cannot be determined. Teleflex will continue to monitor and trend for complaints of this nature.